Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the unspecified coronary vessel, a 1.20x6 mini trek dilatation catheter was advanced but did not cross the lesion. During retraction of the catheter, resistance was felt due to the anatomy and the catheter could not be withdrawn; therefore, the physician pressurized the balloon to allow successful retraction of the catheter. The procedure was completed by an unspecified method. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance and resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.